Event description:
The customer observed false reactive architect toxo igg results for one female patient when compared to previous results. The following results were provided (toxo igg reference range: < 1.6 iu/ml is nonreactive, 1.6 to < 3.0 iu/ml is grayzone, >/= 3.0 iu/ml is reactive): results from sample taken on (B)(6) 2023 (previous results): toxo igg result = 0.0 iu/ml (non-reactive). Toxo igm result = 0.06 index (non-reactive). On (B)(6) 2024: sid (B)(6) : toxo igg = 0.1 iu/ml (non-reactive). Sid (B)(6) : toxo igm = non-reactive. (B)(6) 2024: sid (B)(6) : toxo igg = 42.7 iu/ml (reactive). Sid (B)(6) : toxo igg repeat result = 42.9 iu/ml (reactive). Sid (B)(6) : toxo igm = 0.06 index (non-reactive). Repeat testing from (B)(6) 2024 sample collection on (B)(6) 2024: sid (B)(6) : toxo igg = 42.7 iu/ml (reactive). Sid (B)(6) : toxo igm = 0.05 index (non-reactive). Other testing provided: toxo igg avidity result = 14%avi (low avidity) there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The number of standard deviations to cut-off for the negative population and the patient median values obtained with the complaint lot 55410be00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect toxo igg reagent lot 55410be00 was identified.

Manufacturer narrative:
A1 - patient identifier: (B)(6) (all sample ids are from same patient). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect toxo igg results for one female patient when compared to previous results. The following results were provided (toxo igg reference range: < 1.6 iu/ml is nonreactive, 1.6 to < 3.0 iu/ml is grayzone, >/= 3.0 iu/ml is reactive): results from sample taken on (B)(6) 2023 (previous results): toxo igg result = 0.0 iu/ml (non-reactive) toxo igm result = 0.06 index (non-reactive) on (B)(6) 2024: sid (B)(6) : toxo igg = 0.1 iu/ml (non-reactive). Sid (B)(6) : toxo igm = non-reactive. On (B)(6) 2024: sid (B)(6) : toxo igg = 42.7 iu/ml (reactive), sid (B)(6) : toxo igg repeat result = 42.9 iu/ml (reactive), sid (B)(6) : toxo igm = 0.06 index (non-reactive). Repeat testing from (B)(6) 2024 sample collection on (B)(6) 2024: sid (B)(6) : toxo igg = 42.7 iu/ml (reactive), sid (B)(6) : toxo igm = 0.05 index (non-reactive). Other testing provided: toxo igg avidity result = 14%avi (low avidity) there was no impact to patient management reported.